Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had an insulation failure with no capture of the lead. No adverse patient effects were reported. No further information is known at this time. The product remains in service. If additional information is received, this report will be updated. Additional information indicated that this lead also had low sensing. As a result, this right ventricular (rv) lead was removed and replaced. No additional adverse patient effects were reported. This product has been returned and analysis was completed.

Event description:
It was reported that this right ventricular (rv) lead had an insulation failure with no capture of the lead. No adverse patient effects were reported. No further information is known at this time. The product remains in service. If additional information is received, this report will be updated.